Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Revision op notes indicate patient having drainage through his hip surgical incision site. Patient having hip problems and increased pain before revision. It was evaluated and found out to be mrsa. It was noted that patient's cobalt level was elevated but the chromim was not. Surgeon noted black material along the trunnion consistent with metal corrosion. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant: 15-105004, m2a-taper liner sz 41/32, 552400; 11-163669, 32mm m2a mod head std nk, 523970; 15-103688, m2a-t univ 2-hole shl sz 41/58, 780070; 13-103209, taperloc por red/lat 17.5x155, 085710; 103537, ti low profile screw 6.5x50mm, 980780. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 09843. Product location unknown.

Event description:
It was reported patient experienced hip infection approximately 12 years post-implantation. Patient presented with pain and wound drainage. Patient was diagnosed with mrsa and underwent aspiration procedure and antibiotic treatment. Subsequently, patient underwent revision procedure due to mrsa, elevated cobalt level, and suspected metallosis/trunnionosis. During the revision, yellow fluid with cloudy consistency, black material along the trunnion consistent with metal corrosion, and well-fixed stem were noted. All components were removed from the patient and cement spacers were implanted.